Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for this right ventricular (rv) lead and implantable cardioverter defibrillator, programmed electrical stimulation (pes) was introduced. It was noted that anti-tachycardia pacing (atp) then accelerated the rhythm in which a shock was delivered which did not convert the arrhythmia. Subsequent inductions resulted in failed conversions afterwards. Additional information was received that the dft was tried again after a medication adjustment in which it was unsuccessful. Subsequently, a rv lead revision procedure was performed with the same rv lead with a different placement within the heart, which was successful. The lead remains in service. No additional adverse patient effects were reported. Additional information was received that the dft was tried again after a medication adjustment in which it was unsuccessful. Subsequently, a lead revision procedure was performed with the same rv lead with a different placement within the heart and was successful. The lead remains in service. No additional adverse patient effects were reported.